Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) sensed bradycardia and pause episodes "everyday". It was suggested that the icm be reprogrammed and repositioned. The device remains in use. No patient complications have been reported as a result of this event.